Event description:
It was reported that the device posted an alarm during patient use and that ventilation stopped. The patient was connected to another device; no patient consequences have reportedly occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization in examination and repair of the device. The service and repair data base however indicates that the user facility requested a device check by dräger earlier in august, 2021. The dispatched service engineer determined that a valve in the device was at fault. It was offered to the hospital to replace the particular valve but the hospital did not accept the repair forecast. It cannot be excluded that no repair measures were initiated and that the previously determined error condition was still present and has caused or contributed to the event. A case-specific evaluation is however not possible without examination of the device which can only be done on customer request.

Event description:
It was reported that the device posted an alarm during patient use and that ventilation stopped. The patient was connected to another device; no patient consequences have reportedly occurred.